Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through inspecting and cleaning the pump and instructed on correctly attaching the cartridge. Initially, the customer was unable to load the cartridge onto the pump, but with assistance, they successfully completed the load process and resumed insulin delivery.